Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the heartstart xl+ has an impact damage, needs repair and evaluation. There was no reported patient involvement.